Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump had emitted a random call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 02/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the alarm history showed evidence of a call service 064 alarm. The rewind, load, and prime testing was performed successfully. The pump was run for 24 hours and no call service alarms were duplicated. The pump cover was removed to find evidence of internal moisture. No damage was found to the internal components or to the printed circuit board. The complaint was confirmed in the pump history but no duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.